Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Baxter has attempted to contact the customer to obtain additional information and to inquire if the sample is available; however, the customer has not returned any of baxter's phone calls. Should the device and/or any additional information become available; a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv100 device was observed to be missing the "end caps." It is unknown when this occurred. There is no report of patient involvement. This report indicates a breach in the sterile fluid pathway which is a reportable event. Three units were reported. This is report 3 of 3 with the same reported problem from this facility.